Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy roux en y includs pouch, when the device was used for esophagojejunostomy, the anvil was reached to the stump of the esophagus, and the thread fixing the tube and the anvil was cut only one side, but the thread remained on the anvil side. An attempt was made to remove that thread, but it would not come off the anvil, and anastomosis was performed in that status with no way. After the anastomosis, the sales representative arrived and checked the anvil. The thread cut off by the knife was found remained on the anvil side. The white parts at the tip that came off the tube with unknown reason was collected. The threads on both sides of that parts were in broken status. There was no problem with the thread collected from the mouth and with the reel. There was no problem with the stapler either. There was no problem with the ring during anastomosis as well. T he surgical time was extended by more than 30 minutes. The thread was anastomosed in the esophagus and remained.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil was observed to be tilted and separated from the tubing and connecting piece. There is suture coming from the inner opening of the mylar and anvil retaining suture was cut. It was reported that a component disengaged from the device into the surgical cavity, the suture thread broke, and the suture did not release from the device. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: once the delivery tube is in place, the user is to cut one leg of the suture. As long as only one leg has been cut, this allows the delivery tube to be removed from the anvil with some of the retention suture attached. The remaining suture on the anvil will be cut once the stapler has been fired. Cut only one leg of the anvil retaining suture and separate the delivery tube from the anvil assembly. Improper cutting and removal of anvil retaining suture could leave the suture in place, which may result in the suture being stapled to the anastomotic site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.